Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. The infusion set was changed, a manual insulin injection was administered, and a correction bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.